Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and reported that the solenoid valve in the drive manifold no longer switches. However, due to the lack of spare parts, repairs are no longer possible. The customer's biomedical engineer has taken the iabp out of service because it could not be repaired. The iabp will not be used again.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) showed "no vacuum." There was no patient involvement, and no adverse event reported.